Event description:
It was reported to vyaire medical that the bellavista vents screen locked up. No patient harm reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: logs were provided to technical service for evaluation. Upon review, observed apnea backup alarm in the logs. It was determined that the issue resulted from user error. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.